Manufacturer narrative:
The field service engineer (fse) was not dispatched as customer resolved the issue and cancelled the call. The customer was contacted on (B)(4) 2013 and stated the issue was resolved by replacing the damaged needle. The customer confirmed the new needle was working properly and they were using the instrument with no further issues; this also resolved the error condition for "bellows not down". Identification of the failure mode: failure mode is related to the damaged needle. The instrument generated an error condition for "bellows not down" alerting the customer to an instrument problem. No erroneous results were associated with the reported event. Upon recur of the failure mode identified; it is likely that erroneous results for all parameters (cbc, differential, and reticulocyte) can be generated due to carryover from insufficient rinsing of the aspiration probe (needle). (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. During aspiration of a sample, the cap came off the tube, a blood spill occurred and was contained within the instrument. The analyzer generated an error condition for ¿bellows not down¿ after this incident happened. The customer was wearing personal protective equipment of lab coat, eye wear, and gloves at the time of the event. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.